Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation dampener to resolve the issue.

Event description:
The technician alleged the head of bed would slam down quickly without resistance. No patient impact.